Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check. There are no specific surgical procedures associated with this handle.

Manufacturer narrative:
UDI number: (B)(4). Additional information: (method, results, conclusions) - the torque handle was not returned and no photos were provided, so an evaluation could not be performed. However, testing data provided by the supplier during the recalibration process confirmed the handle was torquing outside of specification. Since the handle was not returned to zimmer biomet for evaluation, the cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check. There are no specific surgical procedures associated with this handle.